Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18 - user has high glucose value. Test strip (B)(4). Note: at follow-up call was made on 07/13/2018; customer stated that she did go to the hospital and that she did not want to talk about it. Customer disconnected the call. Unable to verify the reason that the customer reported visiting the hospital. Unable to contact the customer via telephone at call backs on 07/16/2018 and 07/17/2018. Unable to send product notification letter as no address on file.

Event description:
Consumer reported complaint for e-5 error code. The e-5 error occurred when the blood sample was absorbed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of hi using truemetrix meter. The customer feels well and did not report any symptoms. Customer was going to go the hospital and was not able to continue the troubleshooting process. No further information was able to be obtained.